Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Medwatch mw5079234.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient started having problems with severe hip, leg, and sciatica pain. They couldn't walk and had a cortisone shot in their hip, which didn't work. It was noted they went for an emergency room visit and had to crawl to the bathroom. The patient was scheduled to get a cortisone shot in their back and they thought it was their sacroiliac. The patient left in a wheelchair and tried changing programs and settings on their device to no avail. After they shut it off, they found relief. It was noted they still had some hip, upper thigh, and knee pain and they had scheduled a consult for removal of the device. The patient reported this was a serious injury and they had a disability/permanent damage that required intervention. No device issues or further complications were reported or anticipated. *see attached medwatch mw5079234*.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was asked the circumstances that led to pain, walking difficulties and sciatic nerve issues, they responded they had no idea. They were also asked what circumstances led to the ins slipping issue and they responded they had no idea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said the implantable neurostimulator (ins) "slipped" in the pouch and had surgery to switch to the other side of the body. Patient wasn't happy with the device because they can't even walk now on the side the implant was removed from; this started four months ago. They also said their sciatic nerve was totally screwed up and they were walking with a cane now; they previously had to crawl to the bathroom. Patient thinks the issue was being caused by the implant so they turned off their implant for a month. After turning the implant off, the patient got better to the point where they could walk now with a cane. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to address the medical issue. When asked for an event date, the patient said the ins slipped "probably 2 weeks before the surgery (to move the implant to other side of body, patient thinks the surgery was on 2018-(B)(6)) (date of revision surgery conflicts with what was previously reported). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient had lost 40 pounds since they were implanted. To resolve the pain, they had physical therapy and a cortisone shot in their left hip. The cortisone shot for the sciatica couldn't hit the right spot so there was no resolution. They were going to move the implant from the right side to the left side on (B)(6) 2018.